Event description:
Report received indicating that the tool broke while being used during a craniotomy. The broken piece was identified on a CT scan and the surgeon determined that it was not necessary to perform a second procedure to retrieve the piece. No patient impact reported. On follow-up, it was noted that this tool was being used with the incorrect attachment.

Manufacturer narrative:
The device was not returned for evaluation. On follow-up, it was determined that the incorrect tool/attachment combination was used. The 8ta11 tool is not intended to be used with an af02 attachment. Warnings are included in the legend instruction manual stating "do not use a dissecting tool without the appropriate attachment as injury may occur to patient, operator and/or operating room staff." The following note is also included in the instruction manual, "match the nomenclature and color code on the legend dissecting tool packaging to the same nomenclature and color code on the legend attachment." The color code on the 8ta11 packaging is red while the color code on the af02 attachment is light blue. This is the first report of tool breakage for this part number. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."